Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd autoshield¿ duo pen needle experienced foreign matter on device cannula. The following information was provided by the initial reporter: according to the user's verbatim report, there was a blackened substance adhering to the pen needle.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 24-may-2023. Investigation summary : one hundred sealed 30g x 5mm autoshield duo samples and six photos were returned from lot no. 2129657 cat. No. 329705. Visual examination was carried out on all returned samples and embedded foreign matter was observed in the cover of one of the samples. No issues were observed with the remaining ninety nine samples. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause of this issue is supplier related and will be investigated.

Event description:
It was reported that the bd autoshield¿ duo pen needle experienced foreign matter on device cannula. The following information was provided by the initial reporter: according to the user's verbatim report, there was a blackened substance adhering to the pen needle.